Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an unknown low blood glucose (bg) level resulting in a fall, possible brain bleeding and a concussion bg value was not provided. Customer declined to provide further information or undergo troubleshooting.